Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported the device was interrogated and captured 50%. Impedances and therapy were allegedly satisfactory. Settings were the same as previously.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual reported they get severe dystonia, tremor and their speech is affected if the ins gets below 50%. No further complications were reported.